Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the location of the leak was from bottom of the reservoir after removing the plunger off the reservoir. Customer stated the leak was past 2nd o ring. Troubleshooting was performed but the customer discarded the reservoir. The reservoir will not be returned for analysis.